Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration which was confirmed via x-ray. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 14286620.